Manufacturer narrative:
A ge rep evaluated the system, moved the tube carriage off of the lower limit switch, and replaced worn table rails. System operates as intended.

Event description:
Customer reported the table will not move up or down.